Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 1 month post index procedure the patient presented emergently with a cold leg and limb occlusion. Thrombectomy of the limb was preformed and then an extension piece was placed into the external iliac. It was reported that the event was resolved, and blood flow was restored. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.